Manufacturer narrative:
Testing and investigation found the battery leakage from the disposable batteries in the battery compartment, on the battery door and the middle printed circuit board. Further testing found a burnt component and solder traces on the printed circuit board. The probable cause of the customers reported battery corrosion and no power was due to battery leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing battery corrosion was noted and the device had no power. There were no reports of critical therapies while the device was in clinical use. No add'l info was provided.